Event description:
It was reported that the distributor found that the pump touch screen did not turn on. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. The pump was subsequently replaced.